Manufacturer narrative:
H3, h6): a software analysis was initiated. The software investigation found that the reported event was not related to a software issue. Codes b01, c19, d14 are applicable to this analysis. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version#: 4.2.1, ubd: h3,h6): the power supply was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes b01, c19, d14 are applicable to this analysis. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. There was a reported delay of less than 1hour and no reported impact to patient outcome. Navigation was then aborted and case proceeded with another imaging system instead of image acquisition system/ navigation system. Case was completed.

Manufacturer narrative:
(H3, h6): the manufacturing representative (rep) went to site to test the imaging system and replaced ps1 and dongle. Tested system performs as intended. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, product ID: bi71000450, product ID: bi71000925, product ID: bi71000210. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the system would not expose the patient during a case. In the beginning of the case, they were able to take 2d shots, but not a 3d spin. After they rebooted, they weren't able to take any images. After a third reboot, the system would not get passed booting initialization. Site said that there is clicking sound inside of the imaging system. Site defined the sound as a relay switch. The aborted navigation and proceeded with a imaging system. Site said a manufacturing representative was present, but didn't know who it was. It occurred intra operatively and patient present at time of event.